Manufacturer narrative:
Correction: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -11.0/1.5/179 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged with a shorter length lens on (B)(6) 2023 due to excessive vault. This resolved the problem. The cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+1.5/179 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.